Event description:
The customer's daughter called to report that the customer was hospitalized for low blood glucose levels, the flu and dementia. It was stated that the customer's doctor had changed the basal rates a few days prior to the event and the customer began feeling ill on the day after the basal rate change. It was also stated that the customer does not use the insulin pump correctly. The customer sometimes changes the basal rates on her own and suspends the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The daughter stated that she was not familiar with the insulin pump and stated that she would call back for further troubleshooting once she was with the educator.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.